Manufacturer narrative:
On (B)(6)2020 , the product investigation was completed. It was reported that a 72-year-old male patient (157lbs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and extended hospitalization. During mapping and ablation phase there was a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echo (ice) ultrasound. Pericardiocentesis was performed and 550 cc of fluid were removed from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Device evaluation details: the device was visually inspected and no visual damage or anomalies observed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30344103m number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications.the root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device passed all specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000704398.

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation on 6/4/2020. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) lbs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and extended hospitalization. During mapping and ablation phase there was a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echo (ice) ultrasound. Pericardiocentesis was performed and 550 cc of fluid were removed from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions nor error messages were reported. There was no evidence of steam pop during the ablation. The irrigation was set at 2ml/min and 8-15 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range 3mm, time 3sec, and tag size of 3mm size. 5-ohm impedance drop was used as additional filter with the visitag module. The color option used prospectively was impedance. Patient¿s activated clotting time (act) was of 350+ seconds. A baylis transseptal needle was used for transseptal puncture and both cryo and radiofrequency (rf) ablation were performed.